Event description:
It was reported: "as the surgeon tried to release the capture from the cutting block he was unable to remove it."

Manufacturer narrative:
Eval summary: the investigation concluded that the tolerances of the devices allowed for a potential interference causing the devices to not mate correctly. Design change was implemented in february 2008 to modify the dimensions of the modular capture to eliminate the potential for interference with the resection guide. This specific device was manufactured prior to the implementation of this change.